Event description:
Provider states the right motor is overheating and leaking, the left motor is overheating, leaking, and noisy. Provider states right and left side mounting hardware is rusting and the arm pads are torn. Additional reportable malfunction for this device; (B)(4) - gas cylinders do not lock.